Event description:
A 62 y.o. Female with end-stage ischemic cardiomyopathy, status post heartmate 3 lvad implantation in (B)(6) 2018. Other comorbidities include vt with ICD shock, anemia with endoscopy findings of erosive gastritis and duodenitis in 2020 and severe epistasis requiring embolization to bilateral internal maxillary arteries in (B)(6) 2025, mild to moderate aortic insufficiency, diabetes type 2, mgus, and eogo documented on most recent cardiac CT morphology scan from (B)(6) 2024. CT: (B)(6) 2024 outflow graft has prominent intimal hyperplasia proximally that tapers toward the mid portion of the graft. There is moderate stenosis proximally without obstruction. Underwent external outflow graft obstruction release on (B)(6) 2025. Significant amount of cheesy yellow debris as it is consistent with what we typically see in the material trapped underneath the strain relief. Uncomplicated post-operative course and she has now discharged home.